Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in good condition with two pressure cuffs. During functional testing, the h-2 pressure cuffs where chained to a regulated air supply and the customers reported complaint was confirmed. The root cause of the reported issue was found the pressure gauge needed to be recalibrated. Replaced return tube assembly and it was cracked. Installed disposables and tempcheck test fixture. Powered on the device and performed 30 minute idle test and measured temperature; temperature was within tolerance. Installed digital pressure indicator. Checked all disposables/ tubes alarms and they were operative. Device passed all functional and electrical tests. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pressure chamber h-2 is not reaching 270-300mmgh. No patient injury was reported.